Event description:
A customer in (B)(6) reported false resistant carbapenem results in association with the vitek® ast-n371 test kit (lot 0210805204) for a patient isolate. The expected result was negative with carbapenemase pcr method, and was expected susceptible with the ast-n371 card. (B)(6) escherichia coli ; initial test - ertapenem resistant (2.0) and meropenem susceptible (2.0) ; repeat test ertapenem susceptible (<=0.5) and meropenem susceptible (<=0.25). No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The investigation was initiated in response to customer complaints reporting falsely elevated mics for carbapenem drugs on particular lots of gram negative antimicrobial susceptibility (ast-gn) test cards. Examination of retained stock and product returned from customer sites showed that some card pouches within the implicated lots had top seals that could be pulled open with minimal effort. The weak top seals allowed the card to be exposed to moisture/humidity during storage leading to deterioration of drugs in the card wells and falsely elevated mics. Carbapenems are among the most moisture-sensitive drugs, so they will be the first drugs impacted when pouch integrity is breached. The investigation determined that impacted cards were pouched on the same equipment, poucher 1. Extensive reviews of manufacturing records, retained card stock, and customer complaint data isolated the issue to lots manufactured from 10aug2018 to 29aug2018. Since it is typical for more than one poucher to be used for packaging a card lot, cards pouched on other pouchers are not impacted by this issue. For cards pouched using poucher 1, the incidence of the ineffective top seal issue varies. This investigation identified potential sources of variation in the pouch sealing process that contributed to the occurrence of ineffective top seals. Actions were created related to the pouchers to achieve a more consistent sealing process. Actions were also taken to add inspections for the pouch top seal during production. Further actions will be implemented to add seal inspections that will detect the type of weak top seals identified in this investigation in the final lot release qc. A field safety corrective action (fsca 4215) was issued 11jan2019 and sent to customers who received any of the card lots manufactured using poucher 1 during the implicated timeframe. The communication included instructions for locating the poucher number on the card pouch and for inspecting the pouch top seal to identify pouches with ineffective seals.

Manufacturer narrative:
Additional testing was performed as part of the investigation that included identification confirmation of the submitted organisms (s6-s8), and testing included three cards of vitek ast-n371 (one from the customer lot cl1 0210740404, one from the customer lot cl2 0210805204 and one from a random lot, rl 0210560104). The customer used blood agar and macconkey subcultures. In-house, all tests were performed with cba (cos bmx) subcultures since both media gave the same results. Strains tested: ur 321400 called s6. Ur 321402 called s7. Ur 321751 called s8. Reference methods to determine the intended result : · pcr carbapenemase (pcr multiplex imp/vim/ndm/kpc/oxa-48 like) to check the absence of carbapenemase strain (assay lbmsc-ast-67) : s6 to s8: imp - ; vim - ; oxa-48 like - ; ndm - ; kpc -.no carbapenemase · broth microdilution (bmd) which is the method used for meropenem (mem) development (mem02n formulation) in ast-n371 card : s6, s7: mem mic = 0.016 mg/l s. S8 : mem mic = 0.03 mg/l s. · agar dilution (ad) which is the method used for ertapenem (etp) development (etp01n formulation) in ast-n371 card : s6, s7, s8 : etp mic = 0.016 mg/l s. Testing with vitek 2 v7.01 ast-n371 card (aes parameters : eucast + eucast based): for meropenem: mem mics were susceptible on all lots of both cards tested for all strains tested. S6/s7/s8: the vt2 mics are within essential agreement compared to the reference bmd mics without any category error. For ertapenem: s6/s7/s8: etp mics susceptible on all lots tested. The vt2 mics are within essential agreement compared to the reference ad mics without any category errors. . Conclusion for ast-n371 card: the false resistant customer results were not reproduced in-house. Note: vitek 2 ast-n371 lot 0210805204 was associated with field safety notification fsca 4215 (11jan2019), regarding pouch integrity issues.